Event description:
The manufacturer received information that a trilogy evo device was returned to a service center for service due to a ventilator inoperable alarm. There is no allegation of serious or permanent harm or injury. During the evaluation, the service technician observed a ventilator inoperative error code e155 (evt_mach_flow_drift_high) in the error log. This error indicated that machine flow sensor drift above the specification (>0.2lpm). The flow sensor was replaced to address the issue. In addition, an internal cable was crushed internally during the inspection, the usb extension cable was replaced. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was upgraded from 1.06.10.00 to 1.06.15.00.

Manufacturer narrative:
The reported failure of vent inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.